Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the lower jaw of the thunderbeat device broke off and fell inside the pt. The broken piece was not retrieved but left inside the pt. The intended procedure was completed with another thunderbeat device. There was no pt injury reported by the user facility. No additional information is available at this time.